Event description:
Baxter foreign affiliate reported home pt drained out 3l during a manual drain after using the homechoice cycler for apd therapy, 1 liter more than the programmed fill volume of 2l. Info from foreign affiliate suggests a potential overfill may have occurred, however, details are vague and further clarification is necessary.